Manufacturer narrative:
The user's sensor reportedly stopped functioning and triggered a sensor replacement alert. The issue was initially reported by the user's physician through internal communication. Multiple attempts were made to contact the user via phone calls, voicemail messages, email, and sms; however, the user remained largely unresponsive. The case was escalated to higher levels of support, and instructions were prepared to replace the transmitter and reinstall the application. Due to the continued lack of response from the user, no further troubleshooting could be completed, and the case was subsequently closed. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
Review of the transmitter alert history showed that a sensor replacement alert (ec91) was first asserted on (B)(6) 2025. In-house testing of the returned sensor showed no malfunction. Review of raw sensor data identified optical instability across all four channels, which triggered the sensor replacement alert. Based on escalation analysis, a transmitter replacement was advised, and appropriate troubleshooting steps were recommended. However, this information could not be relayed to the user as they were unresponsive to communication attempts. On (B)(6) 2025, the user contacted their healthcare provider to request sensor replacement. At that time, customer care completed the recommended troubleshooting with the user; however, the sensor replacement alert recurred. Due to limited continuous system use since april 6, 2025, available in-vivo sensor data were limited. The device was requested back for further investigation. Subsequent testing of the returned sensor showed no malfunction, and the failure mode could not be reproduced during the testing. This may occur in some instances where a failure mode present in the body is not replicated under laboratory testing conditions. Based on limited in vivo sensor data, the most likely root cause was determined to be transient optical instability, potentially related to patient-specific physiological or environmental conditions around the sensor hydrogel in vivo affecting sensor performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.